Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging she had a problem with the one touch verio iq meter, with no additional details provided. There was no indication that the product caused or contributed to an adverse event. However this complaint is being reported because the alleged issue was not resolved with troubleshooting.